Event description:
It was reported that the reservoir had air bubbles. The blood glucose reading was 190 mg/dl. The customer stated that he did not think that the insulin pump was delivering insulin. He observed the issue while filling the cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.